Event description:
It was reported that during a knee arthroplasty, the surgeon noted distortion of the sterile cert blister around the femoral. The surgeon elected to use the implant. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). Foreign source: japan. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product found the inner and outer sterile blister are deformed, which is visually consistent with thermal damage that occurs during the shrink wrap process. The seal area of both blisters are non-conforming as they do not meet the minimum requirement. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. The root cause of the reported event is the operator not following the work instructions provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.